Event description:
It was reported that this left ventricular (lv) lead exhibited a high capture threshold, and consistent capture couldn't be confirmed. This lv lead remains in service. No adverse patient effects were reported.